Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous cervical carotid artery. The lesion was pre dilated with a balloon catheter. A carotid wallstent stent was deployed to the lesion. A 5.5mmx20mmx135cm sterling¿ balloon catheter was used for post dilatation. An encore inflation device was used to inflate the balloon catheter. Pressure was applied slowly. However, it was noted that the balloon ruptured at 9 atmospheres. The device was completely removed from the patient. The procedure was completed using a 6mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. The device was pressurized with an inflation device filled with water. A pinhole was identified in the balloon wall at the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous cervical carotid artery. The lesion was pre dilated with a balloon catheter. A carotid wallstent stent was deployed to the lesion. A 5.5mmx20mmx135cm sterling balloon catheter was used for post dilatation. An encore inflation device was used to inflate the balloon catheter. Pressure was applied slowly. However, it was noted that the balloon ruptured at 9 atmospheres. The device was completely removed from the patient. The procedure was completed using a 6mm sterling balloon catheter. No patient complications were reported and the patient's status was good.